Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the device is shown in used condition. The anchor is broken at the proximal end, the broken fragment is not shown in the photo. The sutures are frayed next to the broken part of the anchor. Biological matter can be observed on the anchor. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred, therefore the anchor was broken. As per instructions for use (IFU): axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. A potential cause for the frayed sutures is traced to procedural variables, such handling of the device or product interaction during procedure; excessive tension may was applied to the suture while tightening; as per IFU; apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a shoulder instability surgical procedure it was observed that the gryphon p br ds anchor w/oc device was broken off. It was reported that all parts were removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary - the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The anchor was found broken at the proximal end, the broken fragment was not returned. The sutures are frayed next to the broken part of the anchor. Biological matter can be observed on the anchor. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred; therefore, the anchor was broken. As per instructions for use (IFU): axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. A potential cause for the frayed sutures is traced to procedural variables, such handling of the device or product interaction during procedure; excessive tension may was applied to the suture while tightening; as per the IFU; apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.